Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.